Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump was detecting no power in spite of putting new batteries. Several attempts were made. The customer's blood glucose was 135 mg/dl. Nothing further was reported.